Event description:
It was reported that the customer went to the emergency room (ER) due to a blood glucose (bg) level ranging from 216-217 mg/dl, a high ketone level and nausea. The pump supplies were changed and a manual insulin injection was administered to address bg. Reportedly, unspecified blood tests were performed. Additional treatment in the ER was not provided. The customer was released from the ER a ¿few hours later¿ with no permanent damage and with a bg ranging from 133-134 mg/dl. The cause for the reported issue was unknown.

Manufacturer narrative:
Device not returned.